Manufacturer narrative:
Age or date of birth, weight and ethnicity: per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Date of event - date of event: exact date is unknown, between implantation of the lens on the (B)(6)2022 and explantation of the lens on the (B)(6)2023. Initial reporter name and address: - telephone number: (B)(6). The product was not returned for evaluation. A record review was performed and no product deficiency identified as all units were released within specification. Based on the information obtained, product malfunction and product deficiency cannot be confirmed. No further investigation is required. Johnson & johnson surgical vision will continue to monitor this type of complaints. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the lens was explanted because the patient was unhappy with his far vision. Prior to the explant the lens was repositioned on the 11th october 2022. Material is available and no further details were reported.

Manufacturer narrative:
Corrected data: upon further review of the file, it was noted that the historical data analysis narrative was omitted from the manufacturing records review provided within the initial report. This filing includes the narrative that was previously omitted. Historical data analysis of the manufacturing records review: a search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: february 9th, 2023 device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the complaint lens was received submerged in an unknown aqueous solution. The lens was cleaned and no issues that could cause or contribute to the complaint issue were identified. The complaint issues were not confirmed. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.